Event description:
A major coronary adverse event (mace) occurred. The pt had a q-wave myocardial infarction. As reported, "on check angio isr was found." It was indicated by the initial reporter that the relationship of the event to the device was probable and the procedure was likely. This was not considered a serious event and the event severity was reported as mild. The day of the index procedure, the pt presented ccs3 stable angina and 1-vessel disease. The pre and intra-procedure medication includes plavix, aspirin and reopro. Pre-procedure, timi flow was grade 2 for both lesions treated.